Event description:
It was reported that a patient had seizure and ended up passing away. Ems were called, but were unable to revive the patient. It was noted that the patient an increase in seizures prior and was looking to see the physician again. It was noted that the patient's medication was increased. No additional relevant information has been received.